Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had a short on contact 0 and 3 at 32 ohms. The rep recommended no MRI. The patient was not programmed on the shorted pair. No patient symptoms or further complications were reported as a result of this event.